Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's current correction factor setting resulted in a low blood glucose level (50 mg/dl). Customer consumed carbohydrates to address low bg. Customer changed the correction factor. Reportedly, the adjusted setting was discussed with a healthcare provider.